Manufacturer narrative:
(B)(4). Follow up with the patient revealed that he discarded the supplies and does not recall the lot number. The patient stated that it was his error because the line was not fully primed. The patient stated that he is continuing with therapy without any reported issues. No medical intervention or injury was associated with this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm on the homechoice (hc) unit during initial drain. The homepatient (hp) stated the patient line was full of air. The tsr recommenced that the hp end therapy and start over with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability and lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
This was a regulatory authority report received on 09-sep-2010 from the (B)(6) for biafine (trolamine) from (B)(6), which is marketed as biafine in the united states. The (B)(6) pregnant female consumer used two applications of biafine (trolamine) per day for seven days beginning on (B)(6) 2009 for a burn. On (B)(6) 2010, she delivered a baby girl who apparently was in good health (apgar score at 1 and at 10 after five minutes, no transfer to the intensive care unit, no malformation, no neonatal pathology). On an unspecified date two months after birth, the baby was suspected of an axial hypotonia. On an unspecified date, six months after birth, the baby did not react against visual stimuli. A blindness was surely suspected. On an unspecified date, in (B)(6) 2010, lab test showed cerebral MRI was normal. Electroretinography and a visual potential test were scheduled (no further info provided). On (B)(6) 2010, the mother discontinued product use. As of (B)(6) 2010, the outcome of the event was reported as not resolved. This report is serious (disability). Baby case is linked to mother case (B)(4).

Event description:
The customer reported being hospitalized for diabetes ketoacidosis two months ago. The blood glucose reading was over 500mg/dl. The customer stated that her high glucose may be caused by her medication. No further info was provided.